Manufacturer narrative:
Correction: d-1 product event summary: the hvad pump and controller were not returned for evaluation. As a result, the reported no sound event could not be confirmed since the controller was not available for analysis. Log file analysis revealed that the controller did not contain the smr software. Analysis of the alarm log file revealed one power disconnect alarm on (B)(6) 2017 at 15:47:50, indicative of a communication error between the battery and the controller. Additionally, analysis of the alarm log file revealed one vad disconnect alarm logged on (B)(6) 2017 at 15:48:13, indicating a physical disconnection of the driveline from the controller. Of note, it was reported that the patient tugged on the driveline. This reported tugging may have resulted in a brief disconnection of the driveline. Analysis of the event log file also revealed one controller power up event on (B)(6) 2017 at 15:48:11, indicating a loss of power to the controller. The data point prior to the loss of power revealed that a battery was connected to power port one (1) with 77% relative state of charge (rsoc) and a second battery was connected to power port two (2) with 45% rsoc. The data point recorded after the loss of power revealed that a controller power adapter was connected to power port (1) and a third battery was connected to power port two (2). The controller was without power for a maximum of 13 minutes and 34 seconds. As a result, the reported vad disconnect alarm, power disconnect alarm, and controller power loss events were confirmed. Applicable risk documentation and experience with events of similar circumstances were considered. A possible root cause of the reported no alarm heard event may be attributed but not limited to a faulty component in the controller and/or incorrect assembly. The most likely root cause of the vad disconnect alarm can be attributed to a physical disconnection of the driveline from the controller. The most likely root cause of the reported power disconnect alarm can be attributed to a communication error between the controller and battery. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation has been opened to evaluate the communication errors and implement corrective actions as required. An internal investigation was initiated to capture events involving the controller losing power. Additional products: controller/ (B)(4). H3: yes h6 FDA method code(s): 4114, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12, 19, 4315 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of log file data. Other devices involved in this event: heartware ventricular assist system ¿ controller 1.0. Controller/ (B)(4) / model #: 1403us/ catalog #: 1403us/ expiration date: 2016-09-30. UDI #: (B)(4). Device evaluation anticipated, but not yet begun. Mfg date: 2015-09-30. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a ventricular assist device (vad) disconnect alarm. The patient reports tugging on the driveline but does not recall disconnecting the driveline or hearing any alarms. It was further reported that the patient¿s driveline did not have any kinks or tears upon examination. It was noted that the event was associated with a power disconnect alarm and controller power loss. The ventricular assist device (vad) remains in use. No patient complications have been reported as a result of this event.